Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the ER after receiving inappropriate shocks due to noise. Manipulation of the pocket had reproduced noise on the ventricular channel. The pace/sense portion of the lead was capped on (B)(6) 2016. An abandoned lead was connected to a new device. The procedure was completed successfully without adverse consequence to the patient. The patient is in stable condition.